Event description:
It was reported that during a cardiac oblation procedure, the irrigation port detached from the 7f cool path due catheter. There were no consequences to the pt.

Manufacturer narrative:
Method: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental med watch will be filed.